Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading at the time of the incident was 151 mg/dl. Troubleshoot was performed. Customer cannot recall the cause of the blank display. Customer was not calling back after receiving a new battery cap but customer has tried different battery cap. Customer battery cap was not damage. Customer was using aaa (B)(6) battery; new battery was inserted but the display did not return. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer also reported high blood glucose reading but declined troubleshooting. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Unable to perform any tests due to blank display. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.